Event description:
Boston scientific received information that during routine device change out, difficulty was experienced removing the right ventricular (rv) lead from the device header. The insulation of the lead became stripped off near the header. The lead was removed from the header, however measurements were unable to be obtained. The device was successfully explanted and the lead was surgically abandoned. A new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.